Event description:
Doctor's office called in and stated we dispensed wrong pen needle pen ndl 31g 3/16 in (5mm) mini / should have been pen ndl 31g 5/16 in (8mm) srt. Rx entered incorrectly. Unclear if agent used fill hx and reverted back to previous order on file. Took verbal and submitting to processing. Pt needs this size for better administration per rep. No adrs/missed doses reported.